Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: the pump was ran for a minimum of 24 hours with no cs 052 alarms duplicated. The pump cover removed no evidence of pcb component or moisture defects found. There was a hole at top of audio bolus button , a.b. Button response.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. Reportedly, the pump was emitting call service 052 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.